Event description:
It was reported that an unspecific failure occurred on the homechoice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was received for evaluation. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included visual inspection, functional and electrical testing and simulated therapy of the device. A check your position alarm was found in the alarm logs and determined to be the reported problem. The cause of the problem is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.